Event description:
The pt experienced a loss of therapeutic effect following exposure to a theft detector at the airport. It was unk if the device was on during the exposure. The pt was traveling and trying to adjust the device settings with his pt programmer. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).